Event description:
This pt with a history of breast cancer experienced a malfunction of their port. After receiving chemo at their doctor's office, pt complained of some discomfort at the site and the port had been sluggish when used. An x-ray revealed a blockage of the port with a small amount of contrast leaking outside of the catheter near the entrance to the left subclavian vein. Therefore, the pt was taken to surgery for removal and replacement of the port. Pt tolerated and procedure well and was discharged home the same day.